Event description:
The customer had an imbalance of vision after the original hoya iol was implanted. Doctor removed the original lens and implanted new hoya lens. No additional complaints was reported by the customer.